Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the metal support pin protruding the device sheath could not be determined, however, the issue was like the result of component failure due to wear and or excessive applied force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope exhibited a metal support pin protruding the device bending section sheath. There was no patient involvement, and no harm was reported as a result of the event.